Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt's mother changed infusion device accessories after e4 occlusion error. Infusion device switched off without any alarm and there was no function. Mother changed the battery, using correct type, and there was still no function on the infusion device. Infusion device might have been dropped on the floor. Infusion device was not exposed to water or electromagnetic fields. There were no abnormal noises. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. No additional info was available.